Event description:
It was reported that after the patient's catheter revision on (B)(6), the patient had almost immediate relief of spasticity. It was then learned that the patient was being treated for an infection. The patient status was noted to be alive with injury. Medical intervention was required. The device remained implanted at that time. No other details were known. The pump was being used to deliver gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).